Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 unspecified bd pen needles broke at the cannula. The following was reported by the initial reporter: "it was reported that two pen needles were broken. Verbatim: patient states she had 2 pen needles break from last shipment and is out of pen needles. Unknown if patient missed any does of tymlos/experienced any side effects due to being out of needles/unable to administer med without needles. Lot number unknown. Unknown if patient still has defected needles on hand if need for return."